Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage, stretching or lifting of the stent struts. The bumper tip of the device showed that the tip was stretched. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube break at 215mm from end of hub. Multiple kinks along the hypotube shaft were also noted. This type of damage is consistent with excessive force being applied to the delivery system and may have occurred during advancement attempts to the lesion site. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 85% stenosed, 18x2.25mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 2.25x16mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, during procedure, the stent delivery shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The 85% stenosed, 18x2.25mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 2.25x16mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, during procedure, the stent delivery shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.